Event description:
It was reported that while the sales rep was unpacking their car to take product in to a customer, they noticed that the active tip of the needle inside the package was not what was labeled. It is a different size. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.